Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record . Device history lot : part # 388.394. Synthes lot # u207108. Supplier lot # u207108. Release to warehouse date: 16 sep 2014. Supplier: orchid unique. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation site: cq zuchwil. Selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the evaluation of the received drill bit has shown that a piece of about 13mm length is broken off. The fragment was not returned for investigation. Otherwise is the drill bit in good condition, just slight wear marks are at the coupling piece visible. Dimensional inspection: summary: the complaint is confirmed as the drill bit is broken as complained. This lot of 268 pieces was manufactured in september 2014 and we are not aware of any other complaint for this article- and lot number combination. This and the findings above let us exclude a manufacturing related issue. Based on the provided information and without the fragment the exact cause of this occurrence cannot be defined. We can only assume that a mechanical overload during use did lead to the breakage of this device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a neurosurgery procedure on (B)(6) 2019, the drill bit broke when the massa lateralis (c5) was perforated. Surgery completed using awl. No harm to patient; minimal delay in surgery. This report is for a 2.4 mm drill bit. This is report 1 of 1 for (B)(4).